Event description:
It was reported by the contact person the device was used during a breast biopsy. It was reported the micromark clip was deployed without difficulty or unusual feedback. When the device was removed, the purple sheath (flexible catheter/introducer) and the metal sleeve remained in the breast. The physician was able to remove the introducer, but the sleeve remains in the breast. Patient is aware.